Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker with no wireless telemetry. The atrial lead exhibited noise. The ventricular lead exhibited high pacing threshold, loss of capture, and noise. The system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-23604. Related manufacturer reference number: 2017865-2020-23605.

Manufacturer narrative:
External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 34.3cm to 34.4cm and 34.5cm to 34.6cm from the distal tip. This is consistent with the reported field event of noise.